Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, does not formed b shape. It is unknown how procedure was completed. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ae2g. Device evaluation summary: the analysis results showed that one sr75 reload was received with no apparent damaged and fully loaded with staples with the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The event described could not be confirmed as no malformed staples were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.